Manufacturer narrative:
(B)(4). Batch # n92c82. The analysis results found that the er420 device was returned with no damage in the external components. In addition, the tyvek was returned for analysis. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the instrument was cycled and it fed and formed 15 conforming clip and it ejected 4 clips. In addition, the lockout mechanism was non-functional. The instrument was disassembled in order to evaluate the condition of the internal components and the handle post were noted to be broken and the latch posts were noted to be broken. However, it is known from the history of the device that this condition may lead to ejected clip. No conclusion could be reached as to what may have caused the damage found. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure, when the surgeon went to fire the device, the clips weren't closed completely. As an emergency measure, the surgeon replaced it with a new one to complete the procedure and it closed very well. There were no adverse consequences for the patient reported.